Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. The patient effect of tissue damage is listed in the instructions for use as a potential adverse event of use of the device. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an abdominal interventional procedure. Reportedly, resistance was noted during removal of the proglide device. The foot was caught on subcutaneous tissue and the foot broke off. A surgical cut down was performed to remove the broken foot piece. The lever of the proglide device was returned to the original position and the foot was closed prior to removal of the device. Tissue damage was noted during removal of the proglide device. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.